Manufacturer narrative:
The reported leak was duplicated by a manufacturer repair technician through visual inspection. Based on a review of the IFU and a previous consultation with the technician, a possible cause of the substance is grease that can eventually degrade and become more liquid after reacting with certain cleaning chemistries and going through many autoclave cycles. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that at the user facility the device was leaking an unknown substance. No injuries or adverse consequences were known by the initial reporter.